Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A photo of the reported device was returned, photos indicated failure mode. Actual sample was not received for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. CAPA (B)(4) has been initiated for this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions. Refer to CAPA (B)(4).

Event description:
It was reported that while using the 21 g x .75 in. Bd vacutainer® push button set with 12 in. Tubing and pre-attached holder the customer noted a slice in the tubing during blood sampling. Blood leaked from the hose but no mucous membrane exposure or medical intervention.